Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-7300ds sj dissector, was producing metal shavings in the joint space. The surgeon removed the ar-7300ds and used a different shaver on suction to remove the shavings. This was discovered during use in an ankle arthroscopy on (B)(6) 2021. The case was completed by swapping out the ar-7300ds.